Event description:
The customer reported that the 840 ventilator stopped cycling while in use on a patient. The patient was not harmed or injured as a result of the event. The customer reported to have replaced the analog interface pcb. Covidien was not authorized to repair the unit. The customer reported to have conducted final testing.